Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the nurse found the packaging in bd saf-t-intima IV catheter safety system damaged breaching the sterile barrier. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported the nurse found the packaging in bd saf-t-intima IV catheter safety system damaged breaching the sterile barrier. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported the nurse found the packaging in bd saf-t-intima IV catheter safety system damaged breaching the sterile barrier. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The device history report for lot number 7115930 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 7115930 was manufactured on 04/27/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally samples were provided for the purpose of aiding our quality engineer's investigation, visual investigation determined all samples had damaged trays. Numerous attempts were made to duplicate the observed damage in the manufacturing process, however our quality engineers were unsuccessful. This condition is not associated with the manufacturing process at bd's facility. This level of damage is most likely the result of an extraordinary event that possibly happened during either shipment or storage of the devices. Investigation conclusion: based on investigation results to date root cause cannot be determined since, the damage observed in the samples received is not observed in our process.